Event description:
A home pt contacted baxter's technical service center for assistance. Reportedly, the home pt had cut the pt line of the homechoice cassette and began to drain into a bowl. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was associated with this incident per the home pt's nurse.